Event description:
On (B)(6) 2009, the patient reported he sees a small spot of blood in the connector area of his insulin infusion set. He stated he usually changes his headset and tubing every 3 days but his headset and tubing has been in use for 4 days. He stated he did not "get around" to changing them yesterday. The patient was instructed to remove his headset and when he did, he saw a small kink in the cannula and blood at its end. He successfully inserted a new headset and tubing and put his infusion device in run. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.